Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 37 days. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic with elevated lvad parameters, and concern for pump thrombosis. The patient was asymptomatic. Lactate dehydrogenase (ldh) 487 u/l, inr 3.6 and patient was admitted and integrilin was started. Ramp echocardiogram revealed the aortic valve closing and left ventricle decompressing. The following day the patient was discharged home on warfarin, 325 aspirin, persantine. On (B)(6) 2017, in clinic, the ldh was at 491 u/l with elevated lvad parameters. On (B)(6) 2017, the lactate dehydrogenase increased from 200 u/l to the 400 u/l range. Persantine was initiated before discharge and inr at 2.9. It was reported that the patient is a smoker. The original plan was to exchange the pump on (B)(6) 2017, but on (B)(6) 2017 another ramp was performed which was normal. Another log file was reviewed and was improved, kidney function normal, ldh and hemoglobin were stable, and the lvad team decided to hold off on the exchange. On (B)(6) 2017, the patient went back to the clinic and is doing well. Another log file was provided that was normal. All labs are stable. Asymptomatic and there are no plans for exchange.

Manufacturer narrative:
Analysis of the system controller log files provided by the account confirmed elevations in pump power and estimated flow as well as multiple pi events; however a specific cause for these events could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. Additionally, a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be determined through this evaluation. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.